Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The procedure required two access sites. The sutures of two prostyle devices were successfully pre-placed and used to achieve hemostasis at one access site. At another access site, the first prostyle device was pre-placed successfully but the second prostyle device had a cuff miss [suture retrieval issue]. The sheath was upsized to 16f and the evar procedure was completed. The suture of the first device was removed and a cut down was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.